Event description:
Over-delivery of tpn. The pump was programmed in the concurrent mode to deliver tpn at a rate of 60ml/hr on the primary line over 24 hours and 250ml of lipids at a rate of 11ml/hr on the secondary line. Reportedly, the tpn container was found almost empty when there should have been approximately 2 hours of solution remaining. The amount of tpn left in the container was not specified. The pump was removed from clinical service and the tpn was resumed with a replacement pump. The patient did not experience any adverse effects. Though requested, there was no further information available.